Manufacturer narrative:
The device was received in normal working conditions with battery voltage above elective replacement indicator (eri). Analysis performed, including sensing test at field settings indicated normal device functionality. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. DHR reviewed and found to be complete. The product passed all quality control tests prior to its distribution.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited r-wave amplitude variation and loss of contact causing false pauses. The icm was explanted and replaced. The patient was stable throughout.

Event description:
It was reported that a patient presented remotely via merlin. Net, the implantable cardiac monitor (icm) exhibited r-wave amplitude variation and loss of contact causing false pauses. The icm was repositioned and subsequently was explanted on (B)(6) 2025. The physician then implanted a new icm. During the implantation procedure of the new icm, an extreme r-wave amplitude variation was observed similarly as the first icm implanted. Hence, the physician decided not to implant the new icm. The patient was stable throughout.

Manufacturer narrative:
New information received that icm with (B)(6) was repositioned then explanted with icm (B)(6). The b5 was updated accordingly with respect to whole procedures and issues occurrence.